Manufacturer narrative:
The event occurred in USA during treatment. It was reported that an ECMO was initiated on (B)(6) 2024. The circuit needed to be changed out as there was a blood leakage coming from the back of the pump. There was no issue with the circuit noted before. The patient tolerated the circuit change well. The patient data was not shared by customer. No harm to any person has been reported. Confirmed by getinge field service technician the cardiohelp device had no faults, it was exchanged due to blood on the drive. As the hls set was exchanged during treatment and a leakage occurred, a report is required. The affected hls set was investigated in the getinge laboratory on 2025-05-15 with following conclusion: "during the investigation the reported leakage could be confirmed. Cracks and impact marks were found on the pump housing. A most probable cause for the cracks on the lower part of the pump housing component could be determined as external force." As stated in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, in the chapter 4.3.1 - "safety instructions for the oxygenator", "incorrect installation of the hls module advanced can lead to a device malfunction. This can endanger the patient. Use the device only together with the device cardiohelp-I. Install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). Ensure that the device is fitted onto the drive correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump". According to the instruction for use (IFU) of the cardiohelp, chapter 5.2.1 "attaching the disposable for the hls retainer", it is indicated that "if the disposable is not pre-connected, connect it in the tube system before attaching it to the cardiohelp-I. Open the safety bar. Ensure that the safety bar release mechanism clicks into place. Position the disposable on the pump drive turned through approx. 10° clockwise. Turn the disposable counterclockwise until vertical. Ensure that the three guide pins are in the corresponding holes in the disposable and the locking device clicks into place. Ensure that the disposable is correctly positioned and securely fixed". As stated in the instructions per use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ in addition "do not use hard objects, as they may damage the components." The production records of the affected product were reviewed on 2025-05-19. According to the final test results, the module with lot# 3000404102 and UDI# (B)(4) passed the tests as per specifications. Production related influences are unlikely. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "leakage at the back of the pump" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected machine has not been provided yet. Therefore, it is not possible to identify the serial number of the machine in question and therefore its UDI number. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that an ECMO was initiated and the circuit needed to be changed out as there was a blood leakage coming from the back of the pump. There was no issue with the circuit noted before. The patient tolerated the circuit change well. The cardiohelp device had no faults, it was exchanged due to blood on the drive. No harm to any person has been reported. Complaint ID# (B)(4).